Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld at bottom rear.

Event description:
The right side frame has a broken weld at the right rear wheel hub.